Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant, a stylet was used to position the lead. When the lead was in a good position, the physician tried to remove the stylet. The stylet would not remove and caused the lead to buckle. The stylet was cut and retracted into the lead relieving the buckling. The physician elected to leave the lead with cut stylet in place due to good thresholds and prolonged case. The status of the lead is unknown. No patient complications have been reported as a result of this event.